Event description:
It was reported that an increasing number of channels became hi. Latest testing carried out on (B) (6) 2009 showed, that the channels 1, 2, 6, 11 and 12 have the status hi. Sometimes in the past, channel 3 had the status hi. Any influence on the speech comprehension can not be checked, as the pt is very young and has only little ability to speak up to now.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.